Event description:
The advocate stated the customer tested his blood glucose using his new contour meter and received a reading over 200 mg/dl. He retested using his older contour and received a reading around 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's testing supplies with her at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The advocate did not have the customer's products with her at the time of the call, so it was not possible to obtain meter or reagent information. Several attempts were made to contact the customer or advocate for that information, but they were not successful. It's not possible to determine a manufacture date without a lot number or a meter serial number.